Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient mentioned that they had another doctor try to put in a bladder stimulator which patient thought was medtronic, but wasn't sure because the doctor didn't tell them anything. Patient stated because of that surgery, "it screwed up really badly and caused me to have spasms." Patient mentioned only having the bladder device for 4 days and had it taken out. Patient wanted to see if they could wait to go without stimulator, but they were in miserable pain and can't take the pain anymore. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. (B)(4). No new information. (B)(4). The patient had reported that it was a medtronic device, had 2 broken pieces in there, sent back for analysis last week from (B)(6). They had 2 broken pieces- lead and ins were broken. They didn't know explant date. Weight was reported.